Manufacturer narrative:
Date sent to the FDA: 02/24/2021. Additional information was requested, and the following was obtained: please clarify how was the suture placed (interrupted or continuous)? The fascia was continuously sutured with symmetric, and interrupted sutures were performed on the upper and lower fascia layers with different sutures. Were two reverse stitches performed across the incision prior to closure? Two or more reverse stitches were performed. Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? There was no such comment from the doctor. When was the dislocated patella observed and re-operation performed (date/post-op days)? About 2 weeks after the surgery. What does it mean by ¿the soft tissue was not cut¿? Please clarify. It means that the tissue ruptured at right angles to the incision without breaking the suture. However, in reality, the tissue was not torn, and the suture was broken in one place and the wound was separated. What is the patient¿s current status? The reoperation was performed, and the patient has been discharged from the hospital as of now. What was the surgeon¿s opinion as to the etiology of or contributing factors to this event? The patella dislocates not only because of the problem of the suture but also because of the problem of the implant. However, because the patella does not dislocate as much as it does this time only because of the problem of the implant, the surgeon thinks that the patella dislocated because the suture melted, and the soft tissue loosened. The following information was requested, but unavailable: date of index surgical procedure? Product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? What instruments or needle holders were used in this procedure to handle the suture? Was there any precipitating stress factor for the suture breakage post-op? Where did the stratafix suture break (termination, middle, end)? Other relevant patient factors/comorbidities/concomitant medications? Are any pictures available? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of index surgical procedure? Product lot number? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please clarify how was the suture placed (interrupted or continuous)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before or during suture placement? What instruments or needle holders were used in this procedure to handle the suture? When was the dislocated patella observed and re-operation performed (date/post-op days)? What does it mean by ¿the soft tissue was not cut¿? Please clarify. Was there any precipitating stress factor for the suture breakage post-op? Where did the stratafix suture break (termination, middle, end)? Other relevant patient factors/comorbidities/concomitant medications? What is the patient¿s current status? Are any pictures available? What was the surgeon¿s opinion as to the etiology of or contributing factors to this event? This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 ¿g/m.

Event description:
It was reported that the patient underwent a bilateral total knee arthroplasty/left leg on unknown date and the barbed suture was used for top and bottom by interrupted suturing. After surgery, because the patella was dislocated, the soft tissue was thought to have broken, so reoperation was performed. It was reported that when opening the wound, the soft tissue was not cut and one part of the barbed suture had been broken. And, the anchor of the barbed suture had become smaller; it was not visible in the photograph. During the reoperation, the entire area was sutured with the same like barbed suture by interrupted suturing. The reoperation was performed, and the patient has been discharged from the hospital as of now. The surgeon opined that there was causal relationship between the product and event. The surgeon opined that the patella dislocates not only because of the problem of the suture but also because of the problem of the implant. However, because the patella does not dislocate as much as it does this time only because of the problem of the implant, the surgeon opined that the patella dislocated because the suture melted, and the soft tissue loosened. Additional information was requested.